Event description:
It was reported that the pump of this artificial urinary sphincter (aus) moved posterior, so it was difficult to access for the patient. A revision surgery was performed and the pump was moved forward. All components remained in place and the patient is set to recover.